Manufacturer narrative:
H3) the computer of the navigation system was returned to the manufacturer for evaluation. Analysis found that the computer failed extended memory testing. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 9733467, serial/lot #: version: (B)(4); product ID: 9734477, serial/lot #: unknown. A medtronic representative went to the site to test the equipment. Testing revealed that the computer was replaced. The system then passed a system checkout. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a functional endoscopic sinus surgery (fess) procedure. It was reported that there was unexpected software behavior. Initially the system booted up and did not recognize the emitter. The system was rebooted four times and then the emitter was recognized. After that, the site got into navigation and the system went completely unresponsive where not even the mouse was responding. After a hard shut down of the system, when it came back up there was a black log-in screen. They were able to get past that screen and were able to get into the ear, nose & throat (ent) application and the system seemed to perform normally after that point. There was a 1 hour or longer delay to the procedure and no impact to patient outcome as a result of this issue.

Manufacturer narrative:
Software logs were analyzed, and no failures were found. Previously reported method/result/conclusion codes are applicable. If information is provided in the future, a supplemental report will be issued.